Event description:
It was reported that during an implant procedure, this right ventricular (rv) was noted to be difficult to position and once it was positioned, exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and high thresholds. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue entwined in the helix but no other anomalies. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) was noted to be difficult to position and once it was positioned, exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and high thresholds. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.